Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2015, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 20-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 6.103 mg/day via an implantable pump. Decreased efficacy was reported. The environmental, external or patient factors that may have led or contributed to the issue was the patient stated she feels like the pump was flipping in their body. The patient had a revision (B)(6) 2020 to tack the pump down [see manufacturer¿s report number 3004209178-2020-21746]. The patient also stated refill discrepancies last couple of months. The patient thinks the pump was flipping and occluding the catheter. The diagnostics and troubleshooting performed was noted as refill discrepancies last couple of refills. The actions and interventions taken to resolve the issue was the patient was scheduled for a catheter revision and possible pump re-location (B)(6) 2021. The patient cancelled the case due to insurance issues and the patient would get rescheduled at a more appropriate facility. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.